Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: bent internal pins of the video connector receptacle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 (camera head communication failure) occurred due to a bent internal pin in the video connector receptacle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced an e226 error (scope communication error). The event happened during set up. There were no reports of patient involvement.